Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: trek 2.5x20mm. Guide wire: fielder fc. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex coronary artery, which was 80% stenosed, moderately tortuous, and moderately calcified. The lesion was accessed with a non-abbott guide wire and pre-dilated with a 2.5x20mm trek balloon dilatation catheter. Several attempts were made to cross the lesion with a 3.0x38mm multi-link 8 stent delivery system (sds), but resistance with the anatomy prevented crossing. Force was applied and the shaft kinked. The sds was withdrawn smoothly, but a proximal shaft separation occurred. The distal portion of the sds was simply withdrawn from the patient anatomy. A new 3.0x33mm multi-link 8 sds was used to successfully complete the procedure. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.